Manufacturer narrative:
The device remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Correction: additional information was received that the first valve was a 26mm device, and the second implanted valve-in-valve was a 29mm device. The suspect device section d has been corrected to indicate the 26mm device.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic heart valve there was an observation of a moderate to severe paravalvular leak (pvl). Following valve-in-valve implant of a second device of the same model and size, mild pvl was observed. No adverse patient effects were reported.